Event description:
A report was received that the patient was feeling warmth within the pocket, stomach and all over when the stimulation was on. The patient reported that the symptoms worsen when she charges her ipg. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The physician reported that there was no infection and everything looked fine. The patient was doing fine following the procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was feeling warmth within the pocket, stomach and all over when the stimulation was on. The patient reported that the symptoms worsen when she charges her ipg. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-8216-50 serial: (B)(4), description: artisan surgical lead, 50cm model: sc-4316 lot: 14309345 description: next generation anchor kit-sterile model: sc-3138-35 serial: (B)(4), description: scs phiii ext 35cm.